Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal generator change, externalized conductors were observed on the right ventricular lead. Patient was asymptomatic prior and during the procedure. The lead was capped and replaced on the same procedure as the generator. The patient was fine in the recovery room.